Manufacturer narrative:
The kit svc bi71000195 tray o2 ias power and kit svc o2 bi71000176 encl power convsn were returned for analysis. The power tray was functioning as designed. B01 c19 d14 apply the power conversion was found to be malfunctioning causing the reported event. B01 c02 d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The pcba and power supply were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Kit svc o2 bi71000222 pcba genrtr cntl was returned for analysis. Functional testing determined that the component was malfunctioning causing the reported event. B01 c02 d02 apply kit svc o2 bi71000450 power supply psi was returned for analysis. Functional testing determined that the component was malfunctioning causing the reported event. B01 c19 d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the system was serviced in the field and the power supply and the generator controller were replaced. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: kit svc o2 bi71000222 pcba genrtr cntl kit svc o2 bi71000450 power supply psi kit svc o2 bi71000860 encl pwr conv kit svc o2 bi71000861 tray o2 ias power h3) generator was not booting up. Found ps1 at 4.57 v. Reseated/cleaned connectors. Voltage was then at 5.19 v. Adjusted to 5.1.5 v, voltage still seems to be drifting. Sedecal error logs show e003 repeated throughout. "No ws configured error no tube has been configured for any of the workstations, there is no workstation available and a default value has been assigned." Parameters calibration, and configuration data were also missing. Buttons on configuration tab are grayed out, cannot restore from file. Representative was able to reload the tube catalog, but it was wiped out after rebooting. Memory on generator control board was corrupt. Additionally, the power conversion enclosure fans are cycling with the system powered off, and umbilical disconnected. The power conversion, and power tray need to be replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system would not fully initialize. Radiation was disabled and the door open error was present. They were able to clear the door open error but the system would not fully boot up. They rebooted multiple times with the umbilical cord disconnected.

Manufacturer narrative:
H2) h3, h6: the product ID: bi71000222, lot number: t1713aag rev. F, was returned to the manufacturer on 19-apr-2024 and is pending analysis. Codes b21, c21, and d16 are applicable. H2) h3, h6: the product ID: bi71000450, lot number: k22210142 rev. 1 was returned to the manufacturer on 19-apr-2024 and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.